Manufacturer narrative:
Concomitant: 5076-52 lead, implanted (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional and varying oversensing of p-waves. The lead was reprogrammed, and it remains in use. No patient complications have been reported as a result of this event.